Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced syncope and their implanted device and right ventricular (rv) lead exhibited oversensing or right atrial (ra) pacing signals and pacing inhibition. The physician indicated the cause of the syncope was the pacing inhibition. The device was reprogrammed, which resolved the oversensing and pacing inhibition. This rv lead remains in service. No additional adverse patient effects were reported.